Event description:
A remstar auto a-flex w/humid device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no death, serious harm or injury, and no medical intervention were reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam particles inside the assembly. Additionally, a tobacco contamination and dirt/dust inside the device were also found. The power connector was destroyed. The device displayed error codes: #65 (err_stuck_encoder_a). Attributes were verified and are completed correctly. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.